Event description:
Customer called to report the pump had a no delivery message with an audible tone. Troubleshooting was performed. The audible tone was not able to be heard. Device was not dropped, bumped, or exposed to moisture.